Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.due to privacy laws, customer information may not be available on international complaints.(B)(4).

Event description:
It was reported that the customer's insulin pump alarmed no delivery. It was reported that the customer's refurbished insulin pumps in recent months have consistently had the same issue, the same alarms. The customer's blood glucose value was 25 mmol/l when the issue occurred. The customer was sent a new serter, reservoirs and lines, and then it was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.